Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, a clot was observed on the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequences. First visual inspection was performed and the device was visually inspected and it was found in good conditions. Second visual inspection was performed and it was found a clot at the tip. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint has been confirmed. The customer complaint regarding the clot on the tip has been verified. Additionally, clot is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
Additional information was received on january 16, 2020 providing an additional concomitant product. Therefore, processed concomitant medical products and therapy dates. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot issue occurred. During the procedure, a clot was observed on the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The clot issue was assessed as MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).